Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Device UDI not provided as this product is no longer manufactured. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a procedure, a 1 centimeter imprecision was observed. It was reported that the imprecision was noted at multiple anatomical landmarks. There was a reported delay to the procedure of ten minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional procedure information received updated device information received. Device manufacturing date has been received.

Event description:
Medtronic received information that after registration the accuracy was good, however after the navigation area was sterilized an inaccuracy was observed. The system was back to the registration screen and then continued to the navigation screen and inaccuracy was good. The procedure was continued, however after some time inaccuracy was noted again. The procedure was completed without navigation after this issue occurred.